Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that the cause of the lead wire not place in the right position, lack of therapeutic effect and symptoms worsened had not been determined. Device was interrogated, impedance measurements an all within the normal except for combinations including lead zero errors. Device was no longer providing much effect but at this time patient did not want it removed. Patient's weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received later indicated that it was not effective and would need a specialist near their zip code to adjust.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va17zw5, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that his doctor has not been able to make the therapy work for him, since original implant 16-aug-2016. The patient thinks that it his urinary symptoms are getting worse since (B)(6) 2016. The patient stated he was taking "opioids" daily for the diarrhea and that was helping. The patient reported that this neurostimulator device (ins) had to be replaced because the lead wire was not in the right position since implant (B)(6) 2016. The patient indicator for use were for urinary/bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.